Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00013. The trial pt was implanted with two percutaneous leads on (B)(6) 2010. The trial was conducted without incidence and concluded on (B)(6) 2010; however, the pt reportedly complained of increased pain at the lead insertion site as well as pain during the removal of the trial leads. On (B)(6) 2010, it was reported that the pt developed an abcess near the lead incision site which required multi-level surgical intervention to eradicate. Intravenous antibiotics were administered as treatment for the infection. A culture was taken; however, the results have not been disclosed. The pt is recovering and reportedly in stable condition. The explanted devices were discarded and will not be returned to the manufacturer for analysis.